Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unknown date the patient was treated with intraperitoneal vancomycin (dose, frequency and duration not reported). Dianeal therapies were ongoing. The cause of the peritonitis was touch contamination. The patient was discharged five days after admission. On an unreported date the patient was retrained on aseptic technique. At the time of this report the patient was recovering from this peritonitis event. No additional information is available.